Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, and the cause appeared to be associated with use of the device. Two images were provided for investigation. One photograph showed a 4 french single-lumen groshong PICC with the connector assembled and attached to the tubing. The black tip of the catheter appeared to be absent from the distal tip of the catheter and was not observed in the photo. One photo showed a radiographic image. A feature in the radiographic image was circled, which may have been the catheter tip. The break was most likely caused from excessive tensile stress during removal as it was reported that resistance was felt when the last 5 cm of the catheter was left and the sound of a cracked catheter was heard when greater force was applied when removing the catheter. The instructions for use (IFU) state, ¿remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes.¿ a lot history review (lhr) of redr0517 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had PICC removed on (B)(6) 2020 after completion of chemotherapy. When operator was removing, patient was nervous but calmed by operator. Resistance was felt when the last 5 cm of catheter was left. Reattempted after pacified the patient. Due to negligence, greater force was applied when removing the tip and it was stated ¿the sound of a cracked catheter was heard¿. An inspection of the removed catheter found that the black tip was missing. Immediately applied tourniquet to the upper limb near the heart in the side of catheterization. Notified doctor. Immediate x-ray showed an around 0.3 cm long matter in the soft tissue of this patient, which was from the tungstenic-containing part of the tip. An interventional mean was not taken since the foreign matter was too small. Then the vascular surgery department was invited to take out the foreign matter under local anesthesia under ultrasound. The matter failed to be located after 4 hours of seeking. Fibrous protein tissue was taken out from the right upper limb, which was proved not to be the foreign matter after urokinase was used for thrombolysis. Then, the trauma was sutured and this patient was discharged from hospital on (B)(6). On (B)(6), a clinician revealed that the foreign matter had moved to the pulmonary artery.